Event description:
The tech reported that during a between pt inspection, he found that the brakes were not holding when applied. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found a worn brake pad. The most likely cause is normal wear and tear. The tech replaced the brake caster to resolve the issue. Based on the info, no further action is required.